Manufacturer narrative:
(B)(4). Additional information: to eliminate future occurrences similar to the reported condition, the assembly machine operators have been retrained and an in-process step has been added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Customer reported to baxter (B)(4) of a blood set in which customer observed blue slide clamp attached to set was inserted wrong way during assembly. The operator of the set inserted the slide clamp in the unknown infusion pump without noticing the slide clamp was assembled wrong way (other way around) and because of this the blood started backing up in the line. The infusion was stopped immediately after observing the back flow of the blood. The reported set was primed using saline solution. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information becomes available, a follow-up report will be submitted.